Manufacturer narrative:
This one device malfunction impacted 662 test results. Please refer to section h10 in manufacturer's report no. 3003652672-2022-00001 for a complete discussion with respect to the late filing date and description of the device malfunction. Please refer to this noted report for all other common information that is not specific to this subject's case.

Event description:
A 63-year-old male with a history of high level of prostate specific antigen (psa), submitted a sample for 4kscore test analysis on (B)(6) 2022, which was conducted on (B)(6) 2022. The subject's urological history included a previous digital rectal exam without a prostate nodule present. The subject also had a previous biopsy that was negative. His 4kscore was 11.4 and this result was reported to the requistioner/provider on (B)(6) 2022. Given the identification of the input error in the sample requisition intake software, his 4kscore was recalculated and reported to the physician on (B)(6) 2022, with a revised 4kscore of 2.0, 22 days after the initial result report. Given that the initial 4kscore result was < 20, and decreased further upon recalculation to < 10, there is a remote possibility that the subject was subjected to additional and potentially unnecessary medical procedures which may include magnetic resonance imaging of the prostate and/or biopsy and the risks associated with that, as deemed necessary by the attending physician. However, the subject had no change in management, or increased follow-up with no biopsy performed. To date, neither the PMA holder nor the manufacturer has received or is aware of any untoward events/effects as a result of this device malfunction and errant initial 4kscore test results. This one device malfunction impacted 662 test results. Please refer to section h10 in manufacturer's report no. 3003652672-2022-00001 for a complete discussion with respect to the late filing date and description of the device malfunction.